Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error 121. No additional patient or event information is available. The receiver data log was reviewed on 02/23/2017, but does not reflect product at fault. Complaint will be opened upon receipt of relevant data the complaint of error icon was not confirmed. A root cause could not be determined.